Event description:
This is a spontaneous case report received from a medical doctor in united states on 20-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) for contraception. It was reported a possible surgical removal of essure due to pelvic pain. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case very limited information was provided. It was only reported that a possible removal of essure has occurred due to pelvic pain. Based on available information and event's nature, causality with suspect insert cannot be excluded and since device removal was probably required, this case is regarded as incident. Further information and technical assessment have been requested.

Manufacturer narrative:
Follow-up from 18-jul-2016: follow-up attempts has been completed, with no response to date. Follow 25-jul-2016: device breakage questionnaire was received from physician. No device breakage during placement. Patient with complaints of dysmenorrhea (right side) and menorrhagia since essure. Symptoms improved after essure removal. Breakage occurred during planned removal of essure coil in 2015 secondary to patient complaints of right lower quadrant pain, dysmenorrhea. No deviation from insertion procedure as described in the instructions for use. Essure removal was medically necessary and because of patient request. No injury occurred. Follow-up received on 12-aug-2016: quality-safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had chronic pelvic pain on right side since essure (fallopian tube occlusion insert) placement. The device was removed by laparoscopy approximately 3.5 years after its insertion. The removal of right coil was difficult and it was pulled out in 3 pieces (regarded as device breakage upon removal). These events are listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, physician stated the hysterosalpingogram had an irregularity, which could be secondary to submucosal fibroids. These possible fibroids could have had a contributory role in patient's pain. However, as this event recovered after essure removal and considering its nature; causality with the suspect insert cannot be excluded. The same assessment is given for the reported essure breakage, since it occurred as a complication of essure removal. Since device removal was required (surgical intervention), this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Essure general questionnaire received on 11-jan-2016 from the physician: the patient's initial and date of birth were updated (she was (B)(6)). Her weight was (B)(6). Medical history included c-section and adhesions. Essure was inserted on (B)(6) 2012 under general anesthesia, after her last c-section done on (B)(6) 2012. Cervical dilation was done. Sounding was denied. Visualization of tubal ostium was considered easy. On (B)(6) 2015, hsg (hysterosalpingogram) was done and showed no evidence of filling defect in uterus. Some irregularity with suggestion of extrinsic compression along right endometrial wall was observed, maybe secondary to submucosal fibroids. Patient had chronic pelvic pain, worsened during menses, on right side since essure placement. Essure was removed on (B)(6) 2015 by laparoscopy. Patient requested removal of essure and it was necessary to see if pain would improve. Removal of right coil was difficult; it was pulled out in 3 pieces. Hospitalization was denied. No specific pathologic changes were reported. Patient also desired salpingectomy. According to the physician, condition was caused by essure. After removal, patient's symptoms resolved. Ptc investigation result was received on 25-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had chronic pelvic pain on right side since essure (fallopian tube occlusion insert) placement. The device was removed by laparoscopy approximately 3.5 years after its insertion. The removal of right coil was difficult and it was pulled out in 3 pieces (regarded as device breakage upon removal). These events are listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, physician stated the hysterosalpingogram had an irregularity, which could be secondary to submucosal fibroids. These possible fibroids could have been a contributory role in patient's pain. However, as this event recovered after essure removal and considering its nature; causality with the suspect insert cannot be excluded. The same assessment is given for the reported essure breakage, since it occurred as a complication of essure removal. Since device removal was required (surgical intervention), this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.